Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of customer's hospitalization. The wife states the customer is lethargic, and does not believe the device was malfunctioning. The customer's blood glucose level at the time of incident was 353mg/dl. The wife states they treated the high levels with bolus. Troubleshoot was conducted, and the wife states they will call back if they need further assistance.